Event description:
Paramedics used the device to deliver defibrillator energy to a pt. Reportedly, with the next defibrillator discharge, smoke emanated where the quik-combo module was attached to the device. No add'l details concerning the event were reported. The pt was not resuscitated. The reporter stated that pt outcome was not affected by the discrepancy, due to a lack of pt viability.